Manufacturer narrative:
The MFR's report number for this case is 9681138-2011-00038. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of anemia in a female pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream (formulation (B)(4)). In 1978, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced anemia, tingling/burning/weakness of feet/legs/fingers, fatigue, walking instability, unsteady on standing, nausea, zinc toxicity, and nerve damage. This case was assess as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "zinc toxicity and extensive nerve damage resulting in tingling, numbness, burning and weakness to her feet, legs and fingers, fatigue, unsteady walking and standing, nausea and severe anemia." The pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future."